Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there is insufficient information to determine the cause of the reported event. It is unknown if the severe aortic regurgitation was a combination of both perivalvular and central leak, as no additional details were provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported during a structural heart disease summit conference in 2018 of a presentation titled, ¿to crack or not to crack¿, the role of fracturing bioprosthetic valve during viv procedures¿, one (1) patient experienced severe aortic insufficiency (ai) after implant of a sapien valve requiring a 2nd valve to be implanted. This event was reported from 74 clinical cases of 21 centers.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.